Manufacturer narrative:
D2: pro code (product code): lit, dqy. Device evaluated by MFR.: athletis 9.0mm x 40mm x 75cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 16mm proximal of the distal markerband. As per athletis specification, the rated burst pressure for this device is 30 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial vein side. A 9.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient was in stable condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial vein side. A 9.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient was in stable condition post-procedure.